Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose levels. Customer stated that her sensor glucose values are not reflecting her blood glucose readings causing the threshold suspend alert to go off even when her blood glucose readings are not low. Customer mentioned receiving numerous no delivery alarms. Customer's current blood glucose reading is 416 mg/dl and will be treating with a manual shot. Customer reported symptoms of nausea and not feeling well. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. The high pressure test was also performed and passed. Through troubleshooting a bent cannula was noted. No further information reported.